Event description:
The customer reported that he went to the emergency room with a high blood glucose reading of 753 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer did not have the tubing clamp for the high pressure test, and wasn't interested in having one shipped to him. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.